Event description:
It was reported that the pump administration set under-delivered. Pump noted 1ml left in the reservoir. The remaining volume from the bag was aspirated and found 8ml remaining in the reservoir, instead of 1ml. The event occurred while in use with the patient: there was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number) and PMA/510(k) number are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.